Event description:
It was reported patient underwent a revision procedure approximately 6 years post implantation due to dislocation. It was noted that the baseplate has superior tilt and this may have contributed to the event. The humeral bearing, glenosphere, central screw, peripheral screw, and humeral tray were removed and replaced. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs shldr glnsp std 36mm cat: 115310 lot: 434100; comp rvs tray co 44mm cat: 115370 lot: 705830; arcom xl 44-36 std hmrl brng cat: xl-115363 lot: 937340; comp nlk scr 3.5hex 4.75x20 st cat: 180558 lot: 480980; comp primary stem 12mm mini cat: 113632 lot: 391930; comp rvs cntrl scr 6.5x25mm st cat: 115381 lot: 596340; comp locking screw 4.75x25mm cat: 180502 lot: 886840; comp lk scr 3.5hex 4.75x30 st cat: 180553 lot: 285180; comp nlk scr 3.5hex 4.75x15 st cat: 180557 lot: 770300. Report source: foreign: united kingdom. Visual examination of the provided pictures identified the products that were revised. However as the products were not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include disassociation of the glenosphere of the reverse type shoulder arthroplasty. Bone quality is very osteopenic. There is no radiographic evidence of trauma. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.